Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: users have reported the ventilator made a high pitch noise and would not switch on. No patient was attached to the ventilator. No patient involvement.